Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock therapy due to t waves oversensing. This s-ICD remains in service. No adverse patient effects were reported.